Event description:
Purchased a binaxnow covid test kit manufactured by abbott. Lot number 000910214a, ref (B)(4). The kit was sealed and there was no damage to the box. It did not contain the solution fluid that is required to do the test.